Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain') and menorrhagia ('abnormal bleeding (menorrhagia), menorrhagia (heavy menstrual bleeding)') in a (B)(6) year-old female patient who had essure (batch no. A46116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal yeast, renal disorder, hyperlipidemia and glomerulitis. Previously administered products included for an unreported indication: diflucan and lo/ovral. Concurrent conditions included cramp in lower abdomen, dysfunctional uterine bleeding, vaginitis, influenza, adenomyosis and menometrorrhagia. Concomitant products included procaterol hydrochloride (pro-air) for asthma, rosuvastatin calcium (crestor) from (B)(6) 2015 to (B)(6) 2017 for hyperlipidemia as well as clarithromycin (claritin) since (B)(6) 2012, drospirenone; ethinylestradiol betadex clathrate (yaz) since 2007, ethinylestradiol; etynodiol diacetate (zovia), fluconazole, nsaids since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2013 and salbutamol (albuterol) since 2003. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), vaginal infection ("infection (bladder / urinary tract/ vaginal) type: vaginal, bladder / urinary problems: vagina infection"), dysmenorrhoea ("dysmenorrhea (cramping)") and nausea ("nausea"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression / psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish / psych injury"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (endometrial ablation and hysterectomy with bilateral salpingectomy unilateral oophorectomy - right ovary removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal infection and abdominal pain had resolved, the vaginal haemorrhage, depression, anxiety, dysmenorrhoea and nausea outcome was unknown and the back pain was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: as per follow up discrepancy note date of insertion: (B)(6) 2013, (B)(6) 2012. Unknown date essure confirmation test done. Patient received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury, vaginal infection. Concerning the injuries reported in this case, the following one were described in patients medical record: menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 03-sep-2019: pfs received event outcome updated pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), vaginal infection. 2nd and 3rd follow up together. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain') and menorrhagia ('abnormal bleeding (menorrhagia), menorrhagia (heavy menstrual bleeding)') in a 41-year-old female patient who had essure (batch no. A46116-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal yeast, renal disorder, hyperlipidemia and glomerulitis. Previously administered products included for an unreported indication: diflucan and lo/ovral. Concurrent conditions included cramp in lower abdomen, dysfunctional uterine bleeding, vaginitis, influenza, adenomyosis and menometrorrhagia. Concomitant products included procaterol hydrochloride (pro-air) for asthma, rosuvastatin calcium (crestor) from (B)(6) 2015 to (B)(6) 2017 for hyperlipidemia as well as clarithromycin (claritin) since (B)(6) 2012, drospirenone;ethinylestradiol betadex clathrate (yaz) since 2007, ethinylestradiol;etynodiol diacetate (zovia), fluconazole, nsaids since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2013 and salbutamol (albuterol) since 2003. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal, bladder/urinary problems : vagina infection"), dysmenorrhoea ("dysmenorrhea (cramping)") and nausea ("nausea"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression / psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish / psych injury"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (endometrial ablation and hysterectomy with bilateral salpingectomy unilateral oopherectomy - right ovary removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal infection and abdominal pain had resolved, the vaginal haemorrhage, depression, anxiety, dysmenorrhoea and nausea outcome was unknown and the back pain was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: as per follow up discrepancy note date of insertion: (B)(6) 2013, (B)(6) 2012. Unknown date essure confirmation test done. Patient received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury, vaginal infection. Concerning the injuries reported in this case, the following one were described in patients medical record: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: quality safety evaluation of product technical complaint. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.